Event description:
A vari-lase flex platinum bright tip fiber was used in a clinical procedure to treat varicose veins. Upon completion of the procedure, the physician reported the platinum tip came off the fiber. At the follow-up procedure an ultrasound was performed and the patient was reported as doing well.

Manufacturer narrative:
Device not returned.